Event description:
The user facility reported that when spreading the retractor during back surgery, the mounting stud on the blade broke off. The or manager later reported that there was no pt injury.

Manufacturer narrative:
The device involved in the reported incident has been received for eval. An investigation has been initiated, based on the reported info.